Event description:
Additional information was received indicating the patient with this right ventricular (rv) lead was hospitalized for weakness. While in the hospital, it was noted that this lead continued to exhibit loss of capture. At this time, the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and was suspected to have dislodged. A revision procedure to reposition the lead was being considered. This lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this right ventricular (rv) lead has exhibited chronic elevated pacing thresholds. This lead remains in service. No adverse patient effects were reported.